Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with near syncope. The right ventricular (rv) lead was found with high thresholds and no capture. The lead, subsequently, showed intermittent capture after increasing output. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.